Manufacturer narrative:
Additional information: upon further information from customer, it was reported that one hundred twenty-seven (127) minicaps had "air leakage" from the packaging (overpouch). One hundred twenty-seven (127) samples were received for evaluation. A visual inspection noted a small opening in the middle of the long side of the aluminum foil packaging for all samples. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. Retention samples were visually inspected with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three hundred fifty-seven (357) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was not verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty-four (64) minicaps had "air leakage" from its packaging. This was observed prior to patient use. There was no patient involvement. No additional information is available.